Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a gastrostomy procedure. According to the complainant, after completion of the gastrostomy, the physician re-scoped to check the procedure and noted a broken piece of the guide wire was in the stomach. The detached portion of the guide wire was retrieved from the stomach using the scope. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.